Manufacturer narrative:
Incorrect serial number was provided and no further device info was provided to the sales representative so no UDI, model or serial number is available for this event.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's device was far r-wave oversensing leading to inappropriate automatic mode switch (ams). The patient experienced some heart palpitations. The device was successfully reprogrammed. The patient was stable throughout procedure.